Event description:
The clinic reported that a laser vision correction patient moved during flap creation and it split the flap in half. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. No secondary surgical intervention required. Bcva from (B)(6) 2015: right eye pre-op 20/20 -5.75 x .00 x 90; left eye pre-op 20/20 -5.50 x -1.00 x 115.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.